Event description:
In 2004; he placed this stent to pt when he operated on for pyeloplasty at laparotomy. Sept 2004; it was recognized that this stent was broken apart by x-ray of chest. About two weeks later; he tried to withdraw this stent transurethrally. This stent was torn off at the point between the coil and the shaft when he removed the coil part of the stent in the urethra using forceps. After he withdrew the remaining broken stent in the urethral, it was recognized that there were about 6 pieces of broken stent in the ureter and the pelvis by x-ray. The doctor had not touched the stent at all from september to october and the pt did not take any special medicine.